Manufacturer narrative:
Findings: pump received with missing segments/partial display due to cracked and bleeding lcd glass. Pump received with cracked battery tube thread, cracked reservoir tube lip, and severely scratched display window noted. Unable to confirm display anomaly/jumbled numbers on the display and unable to perform any tests due to lcd physical damage.

Event description:
The customer reported via phone call indicating that the insulin pump had partial display and damage. Customer's blood glucose at time of incident was 160 mg/dl. Customer stated the numbers are jumbled on the display. Customer reported that he dropped the pump when he was changing the supplies. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised to return the pump and we will send out replacement.